Event description:
It was reported that bd alaris smartsite needle-free valve was leaking the following information was received by the initial reporter with the following: on (B)(6) 2024, after the nurse placed an intravenous needle for the child, when the infusion connector was connected, the connection was unstable and there was leakage, so she immediately stopped using it and reported it to the property management center.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "when the infusion connector was connected, the connection was unstable and there was leakage." The product in use at the time is reported to be a 2000e china from lot: 24015646. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24015646 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.